Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, de novo lesion, in the mid left descending artery (lad). The 3.5x15mm nc tenku balloon catheter was advanced during pre-dilatation; however, the balloon ruptured during second inflation at 10 atmospheres. There were no resistance during advancement or retraction of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.